Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed, the right atrial (ra) lead exhibited out of range high pacing impedance and oversensing due to noise. It was noted that the patient had a history of noise on the ra lead and was being monitored. The patient was brought to the clinic on (B)(6) 2020, and the lead was reprogrammed. There were no patient consequences reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.